Event description:
It was later reported it was possible to interrogate the device on (B)(6) 2013. The pump was replaced and discarded therefore it will not be returned. The patient is ¿ok¿ with the new pump.

Event description:
It was reported the elective replacement indicator (eri) message appeared on (B)(6) 2012. The physician decided to keep the pump in place at minimum rate. At the follow-up visit the physician could interrogate the pump which gave a replacement message for (B)(6) 2012. Premature battery depletion was suspected. There were no patient symptoms/injuries related to this event. A pump replacement was planned. The pump was delivering bupivacaine.

Manufacturer narrative:
(B)(4).